Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of patient made mistake/touch contamination and peritonitis with culture (B)(6) for gram negative organism in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). It was not reported whether the dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake/touch contamination. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was patient made mistake/touch contamination. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because it was reported break in aseptic technique by customer described as patient made mistake/touch contamination. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.